Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The complaint sample has returned to the manufacturer for evaluation. The investigation is currently underway. Note: this event corresponds to user facility voluntary medwatch #(B)(4).

Event description:
It was reported via user facility medwatch report that "approximately 26 months ago, pt developed deep vein thrombosis of the left lower extremity and pulmonary emboli. At that time a bard g2 filter system was placed in the infrarenal position without complication. About four months ago, chest x-ray noted a thin 3cm in length wire opacity was overlying the left heart border. It likely represented a small with fragment embolized to the lung. A CT scan was performed seven weeks ago which demonstrated a retained wire fragment in the left lower lob pulmonary artery. The finding was discussed with the pt and that the small fragment was of no consequence and there would not be an attempt to retrieve it. Further discussion with the pt regarding the risk of further fractures of the indwelling filter was done and pt verbalized the risk and agreed to removal. The ivc filter was against the wall of the inferior vena cava. One week ago, an inferior vena cava filter removal was performed with successful retrieval of the bard g-2 filter."